Event description:
It was reported that this implantable lead had exhibited bacterial infection. Reportedly, the device was cultured and found bacteria that is typically found in water sources. No additional adverse patient effects were reported. The implantable lead will not be returned.

Manufacturer narrative:
This supplemental report is being filed for additional information to the e1: initial reporter; e2: health professional; e3: occupation; e4: init rptr also sent rep to FDA. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead had exhibited bacterial infection. Reportedly, the bacteria was typically found in water sources. No additional adverse patient effects were reported. The implantable lead will not be returned.